Manufacturer narrative:
Na.

Event description:
The initial reporter stated they received discrepant results for an unspecified number of patient samples tested with the ca2 (calcium gen. 2) assay on a cobas 6000 c501 module. The following example for one patient sample was provided by the customer: the sample initially resulted in a ca2 value of 1.08 and repeated as 2.37. No units of measure were provided. No questionable result was reported outside of the laboratory. The ca2 reagent lot was 668593 with an expiration date of 31-jan-2024.

Manufacturer narrative:
The field service engineer checked the analyzer and performed decontamination. After this action, he confirmed that the instrument is running back within specifications. The investigation determined the service actions performed resolved the issue.